Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of even. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the log files by the fse indicated that there was image disk error. Fse replaced the image processing pc (ippc) to resolve the reported issue. The defective ippc was returned for analysis. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ip pc has resolved the reported issue and restored the functionality of the system. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been implemented on the system and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with the image disk-exposure was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.